Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified in the lab based on visual inspection. The problem was localized to j2 pin 6 which was found to be broken at the tip with the pogo spring exposed and pins 4, 7, and 8 which were permanently compressed and bent.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery pins are bent. There was no reported patient involvement.